Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the oversensing issue recurred, so the physician elected to explant and replace the lead on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
Correction: d6b: explant date on (B)(6) 2021 was originally missing.

Manufacturer narrative:
Correction - d6a - implant date of (B)(6)2021 was mistakenly input. Correction - d6b - explant date of (B)(6) 2021 should have been included originally.

Manufacturer narrative:
The reported event of oversensing noise could not be confirmed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 11.5cm to 14.5cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2021 with a non-sustained right ventricular oversensing episode due to a high amplitude noise artifact on their right ventricular lead. No intervention was reported. The patient was stable throughout.